Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 35103 was returned and analyzed. Visual inspection showed the catheter intact without any issue. Smart chip verification showed that the catheter has been used for 13 applications on the date of event. The catheter failed the performance test due to error 50005 (leak detection) upon connection when the active vacuum was enabled. The dissection and pressure test showed a double balloon breach. Optical inspection showed both wires are intact and properly glued. In conclusion, the balloon catheter failed returned product inspection due to double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.